Event description:
A durable medical equipment supplier (dme) informed the manufacturer of a continuous positive airway pressure device (CPAP) failure that resulted in a small void in the device's upper enclosure. No pt or user harm or injury was reported. The device was returned to the manufacturer by the dme for evaluation and the void in the upper enclosure, approx 0.687" x 0.437", was confirmed. An electrical odor reported by the customer to the dme was also confirmed; it was concluded to be associated with the thermal event that resulted in upper enclosure void.

Manufacturer narrative:
An internal eval of the device revealed damage to several components of the device's printed circuit assembly (pca). The affected components were adjacent to each other and directly below the void in the upper enclosure. The manufacturer concludes the pca component failure likely caused the void to the upper enclosure and is performing an investigation to determine the cause of the failure. A follow-up report will be filed when this investigation is completed.